Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. The patient had their 45 day follow up transesophageal echocardiogram procedure. The imaging showed that there was a moving structure on the center of the device. The patient had no symptoms from this and there was no intervention planned by the physician. The patient was continued on their warfarin. The patient was doing fine following these events.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. The patient had their 45 day follow up transesophageal echocardiogram procedure. The imaging showed that there was a moving structure on the center of the device. The patient had no symptoms from this and there was no intervention planned by the physician. The patient was continued on their warfarin. The patient was doing fine following these events. It was further reported that a breach in the continuity of the atrial facing side of the device is visualized in multiple angles, likely representing a fabric tear. There is not a clearly visible thrombus on the surface of the device.